Manufacturer narrative:
The reason for this revision surgery was to remedy an unspecified patient pain and poor bone in growth after 1.2 years of use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 118c1028. No definitive information was provided to describe the nature or root cause of the pain or poor bone in-growth. The event is deemed to be non-product related and the result of an unspecified patient pain and poor bone in-growth. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient experiencing pain and having only 10-20% bone in-growth.